Manufacturer narrative:
(B)(4). UDI # - (B)(4). The reported event could not be confirmed based on limited information received. No device or photos were received; therefore the visual inspection was not conducted. Device history record  (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. A definite root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
(B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It is reported that during the washerloc procedure the screwdriver broke but there was no impact on the patient nor the user. Attempts have been made and additional information on the reported event is unavailable.